Event description:
Physician was attempting to advance the powerport radiopaque chronoflex polyurethane 8fr catheter into the left subclavian vein to the superior vena cava. The catheter would not advance to the desired location. A new catheter was obtained and placed without difficulty.======================manufacturer response for powerport implantable port, powerport implantable port (per site reporter).======================manufacturer provided rga# for product return evaluation.